Event description:
A foley catheter was inserted into a patient in ob and the sampling port on the drainage tubing started to leak.

Manufacturer narrative:
It was reported that after the foley was inserted in ob, the sampling port on the drainage tubing was found to be leaking and when they tried to attach a luer lock syringe to take a specimen the port collapsed. Minimal details were provided regarding the event. The catheter was removed and replaced without further incident. It is not known why the catheter was replaced rather than the drainage tubing. The facility confirmed that no patient injury resulted. No sample was returned for evaluation. We have not confirmed the issue or identified a root cause but due to the need for a new catheter to be inserted, a medwatch is being filed.